Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the lock ring was physically damaged, it was difficult to connect to the cartridge. A new reload was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had all full complement of staples. The jaw of the reload was open. The position of sled was before confirming the proper loading of the reload. All sutures were intact and the reinforcement material was properly anchored. Damage was found at one of the proximal ends of the tab. Functional testing found that the lock ring was broken but the reload was loaded into a representative handle. The reload was cycled without hesitation or binding and was applied to test media. All staples were properly placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the lock ring was physically damaged and was difficult to connect to the cartridge. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Appropriate tissue thickness ranges for cartridge sizes. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.